Manufacturer narrative:
Information was forwarded from the owner establishment zimmer inc., which markets the devices in (B)(6). The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. With the given information no further investigation can be accomplished. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It was reported by pt that he has rec'd an alloclasic cup that has failed and must be replaced. Reason is unk, revision status unk.